Event description:
It was reported by the patient that their skin became red and irritated. The electrodes were changed every 3 days. The patient has sensitive skin. It was later reported that the patient believes the skin irritation was from the cover patches as the irritation was in a circle around the 72r electrodes, not underneath them. The patient discontinued use of the cover patches. The patient's dermatologist prescribed triamcinolone acetonide usp .1% 80 grams to be used twice per day for 2 weeks and recommended the patient change her electrodes every day. No further information was provided.

Manufacturer narrative:
The expiration date, device manufacture date, and lot number are unknown. The DHR has been requested but not yet provided. Section b3: as the day of the event is unknown, the event date is estimated as march of 2025. Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The device is used for treatment. Ebi will continue to monitor for trends.

Event description:
It was reported by the patient that their skin became red and irritated. The electrodes were changed every 3 days. The patient has sensitive skin. It was later reported that the patient believes the skin irritation was from the cover patches as the irritation was in a circle around the 72r electrodes, not underneath them. The patient discontinued use of the cover patches. The patient's dermatologist prescribed triamcinolone acetonide usp .1% 80 grams to be used twice per day for 2 weeks and recommended the patient change her electrodes every day. No further information was provided.